Event description:
It was reported that the pt underwent a transforaminal lumbar interbody fusion/posterior spinal fusion at l3-5. The pt returned for f/u appointment complaining of low back pain. X-rays showed broken screws bi-laterally at l3 and on the right at l5. Reportedly, fusion did not occur. The revision was performed approx two and a half years post op. All the hardware was removed and the pt was decompressed. No further pt complications were reported.

Manufacturer narrative:
(B)(4): non-fusion. The bone screws were returned for evaluation. Visually confirmed the multi-axial screws are broken. Microscopic examination of each of the fractures revealed fairly flat fracture surfaces, with progressive striations, followed by ultimate failure of the implant, consistent with failure due to high-cycle fatigue. A review of the device history records did not identify any applicable nonconformance to specification.